Event description:
Baxter renal homecare services representative contacted corporate product surveillance via email on (B)(4) 2013 to relay report received on same day from a renal home patient (hp) that they had a cracked minicap after use. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted home patient's (hp) registered nurse (rn) on (B)(4) 2013 regarding the report of cracked minicaps. The rn reported that she was unaware of the issue but felt that it could be the hp over tightening. The rn stated that she will meet with the hp when she comes to clinic again to review proper technique. No further information was provided. Product surveillance contacted hp on (B)(6) 2012 regarding the cracked mini caps. The hp stated that she did not feel she was over tightening the minicap. The hp has not had any more minicaps that have cracked since the original report. The cracked minicap has been discarded. Per hp, she did not have any injury or harm as a result of this incident. The hp stated that she is doing fine and continuing therapy without issues. No allegations were made against any other of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The device had been discarded and the lot number is known. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Should additional information become available a follow-up report will be filed.

Manufacturer narrative:
(B)(4). The reported problem was not confirmed and the root cause was undetermined because no samples were returned to baxter for analysis.